Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which are known and anticipated potential adverse effect described in the eversense user guide "risks and side effects". The user stated the reaction was severe enough that the hcp advised switching to clear adhesive patches, and the user has not used white adhesive patches since. Customer care offered adhesive-care tips for review with the hcp, which the user declined, citing prior guidance from a field representative. The user was advised to continue follow-up with their hcp for ongoing medical direction, and they agreed. No further investigation is required for this incident.

Event description:
Senseonics was made aware of an incident where the patient experienced symptoms including swelling, redness, itchiness, and open sores caused by white adhesive patches. The symptoms first appeared around (B)(6)2025. The patient consulted hcp who prescribed ampicillin and triamcinolone acetonide 0.1% to treat the reaction.